Manufacturer narrative:
This report is submitted on may 15, 2024.

Event description:
Per the clinic, the patient experienced a skin infection at implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains.